Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that had expired in january 2023. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". The user did not have any new test strip cartridges to test with and refused to continue troubleshooting on the phone with dario's representative. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings.the user reported that two weeks ago she began receiving high bg readings and that prior to contacting dario, she received a bg reading of 222 mg/dl.due to the above, the user went to her doctor, where her bg level was tested and found to read 320 mg/dl from her dario meter compared to a reading of 90 mg/dl from the doctor's meter.